Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d8, h4, h6. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: air/water channel, cfu: 1cfu, bacterial identification: janibacter indicus. Sampling date: (B)(6) 2025, sampling from: instrument channel, cfu: 4cfu bacterial identification: bacillus species sampling date: nov 20, 2025 sampling from: suction channel cfu: 1cfu bacterial identification: escherichia coli sampling date: jan 08, 2026 sampling from: instrument channel cfu: 6cfu, bacterial identification: micrococcus luteus/lylae. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive on (B)(6) 2025 for 0.2 colony forming units (cfus) of stenotrophomonas maltophilia in air-water channel and 0.3 cfus of stenotrophomonas maltophilia in the instrument channel. The device was retested on (B)(6) 2025, and it tested positive for 0.1 cfus of coagulase-negative staphylococci in air-water channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.